Event description:
The customer reported that the monitor was not coming up when turned on. It has a rolling image or sometimes no image at all.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep repaired the system. The system operates as intended.